Event description:
It was reported that patient experienced an increase in cardiac failure symptoms (heart failure depleted). On interrogation the left ventricular (lv) lead had high impedance and no pacing and by x ray was found to be fractured. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).